Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 329 mg/dl. Customer¿s current blood glucose is 479 mg/dl. The customer reported the other blood glucose level 400 mg/dl to 500 mg/dl. The customer also reported that they had air bubbles in the tubing near body. The approximate size of the air bubble was 1/8 inch. The customer treated with the shot. Troubleshooting was done for air bubbles and high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be and infusion set will be returned for analysis.